Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs. Patient was implanted with device on an unknown date in 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Patient was implanted with less invasive stabilization system (liss) distal femur plate and screw construct on an unspecified date in 2010. Reportedly, the patient fell on an unspecified date and broke the less invasive stabilization system (liss) distal femur plate construct, screws only. The patient sustained a distal femur fracture. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware. The plate and screws were removed with the screw removal set. The patients femur fracture was reduced and fixed with a retrograde/antegrade femoral nail-ex in retrograde fashion. Reportedly no other intervention was required. The patients fracture stabilized and stable. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device available for evaluation. Conclusion not yet available-evaluation in progress placeholder.

Manufacturer narrative:
According to the manufacturing evaluation, there are several broken off screw heads in the front side of the plate. The delivered screw parts were cut through. The screw heads in the plate can not be removed. The complaint relevant dimensions, holes number 8 and 9, were checked and found to be according to the specifications.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that nine parts 1) ti distal femur liss plate 9 holes/236mm-left was received for evaluation with complaint category "broke"; parts 2 thru 9) unk - screw locking were received for evaluation with complaint category "patient reaction". The sales consultant reported screws (unspecified) broke as a result of a patient fall. The manufacture date of the returned plate was 9-sep-2009. The manufacture dates for the remaining returned parts were unreported due to unknown lot numbers. For the returned part 422.345, the investigating engineer reviewed engineering drawing (B)(4) for conformance. (B)(4). The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The measureable dimensions of the returned plate were found to be in agreement with the specifications. Due to the unknown part numbers and in light of the damage to each of the returned screws, no technical measurements could be confirmed against dimensional specifications for the screws. The ra for the returned screws could not be adequately identified. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.